Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was not collecting daily trending data for daily exercise training and total daily activity. The device was reprogrammed. The patient experienced no symptoms to this diagnostics anomaly.